Event description:
Per journal article: "a case of intestinal obstruction caused by intrusion of the small intestine into the peritoneal atresia gap after laparoscopic inguinal hernia repair." A 74-year-old man underwent transabdominal preperitoneal repair (tapp) for bilateral inguinal hernias during which the 3dmax light (left and right) meshes were implanted on both sides using capsure fixation device during 2020. On the 4th day of hospitalization, the patient presented due to vomiting, CT scan identified intestinal obstruction and a difference in the diameter of the small intestine near the peritoneal closure in the left inguinal region. Conservative treatment was considered, and an ileus tube was placed. On the 11th day of hospitalization, a follow-up colon x-ray showed contrast medium had leaked into, and the colon was clamped. A laparoscopic reoperation was performed on postoperative day 15 and found peritoneal tear, adhesions, obstruction and seroma in the left groin. The mesh was not removed during this surgery. It was also reported in the article that the gap in the peritoneal closure was the starting point, leading to intestinal obstruction. Looking back at the first operation, a small gap was found at the inner end on the left side, and the gap hidden by the medial umbilical fold was difficult to observe and concluded that the number of reported cases of intestinal obstruction after tapp remains low.

Manufacturer narrative:
Based on the contents of the article, no conclusions can be made. The information provided is limited to the article. The journal article did not include any analysis of how or if the 3dmax light mesh potentially caused or contributed to any patient outcome or complications. Seroma and adhesions are known inherent risks of surgery/use of the device and are listed in the adverse reactions section of the instructions-for-use supplied with the device as possible complications. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, the date of event (15-jan-2020) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.